Manufacturer narrative:
Manufacturer reference #: (B)(4).

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
The site reported that a light adjustable lens (lal, sn (B)(4)) was explanted due to being decentered and causing nighttime glare for the patient. The surgeon explanted the lal on (B)(6) 2023 and replaced it with another lal without complications. Rxsight's first awareness of this event was on (B)(6) 2023.